Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during manual prime. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test and error test. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support. We were unable to perform occlusion test, prime test and excessive no delivery test due to prime alarms. All operating currents are within specification. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked display window, cracked case and missing end cap sticker.